Event description:
It was reported the patient dropped the recharger off the side of their bed on (B)(6) 2014 and since then the recharger had not been able to charge the implantable neurostimulator (ins) or turn stimulation on or off. It was noted the recharger would charge, but it would not do anything to their ins. It was further noted the patient plugged the recharger into the wall and saw the recharger charging screen. The reporter stated they pressed the start charge button and the still saw the recharger charging screen. The reporter further stated that when they tried communicating with the ins using the patient programmer they saw a poor communication screen when they placed the antenna over the ins and pressed the sync button. It was noted the patient tried repositioning the antenna, but they saw the poor communication screen. It was further noted the last time the patient was able to charge the ins was (B)(6). The reporter stated they were able to use the patient programmer to get it going. The reporter further stated the last time the patient felt stimulation was about wednesday or thursday. It was noted the patient stated the ins was dead. Additional information received reported the patient dropped the recharger and now it would not charge the ins. It was noted the key strokes did not respond. It was further noted that this appeared to have occurred through product use. Analysis of the recharger found a button was stuck and the recharger antenna cable was discolored. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).